Manufacturer narrative:
Qn#: (B)(4). The preliminary evaluation of the returned device indicates the extension line/luer hub separation in use.

Event description:
The customer reports that the extension line of the luer-lock connection (brown head) broke after being inserted for 13 days.

Event description:
The customer reports that the extension line of the luer-lock connection (brown head) broke after being inserted for 13 days.

Manufacturer narrative:
Qn#(B)(4). The customer returned one 3-lumen cvc for evaluation. Visual examination revealed the distal luer hub was separated from the distal extension line. The points of separation appeared rough and jagged, which is damage consistent with undue force causing the breakage. The inner diameter of the distal extension line measured to be 1.42 mm which is within specifications of 1.42-1.50 mm per product drawing. The outer diameter of the distal extension measured to be 2.15 mm which is within specifications of 2.13-2.21 mm per product drawing. This indicates that the wall thickness measured within specifications. A manual tug test confirmed the proximal and medial extension lines were fully secured within their luer hubs. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a luer hub separation was confirmed by complaint investigation of the returned sample. The distal extension line was separated from the luer hub. The damage was consistent with undue force causing the breakage. The sample passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the sample received, unintentional user error (undue force) caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.